Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device displayed message codes "defib fault 72" and "pace fault 116." The complainant indicated that there was no pt involvement in the reported failure.